Manufacturer narrative:
(B)(4). Eval, results: a visual inspection of the returned product found it in two pieces. One piece of the lens, a plate haptic is torn off and stuck inside a mtc-60c fp cartridge. There is no visible damage to the cartridge. There was evidence of clear surgical residue on product. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The surgeon noted lens was torn after the lens was inserted in the eye. The surgeon enlarged the incision to remove the lens, no suture was needed. A backup lens, same model and size lens was implanted.